Event description:
Healthcare professional reported theroform sticking, packaging compromised. Device not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported theroform sticking, packaging compromised. Device not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 photo analysis: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: observed delamination on the lid. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.